Event description:
This clip delivery system is being filed for the difficult to remove gripper line, which has potential to cause or contribute to injury. It was reported that during preparation the grippers were raised and lowered without issue. The physician commented that when he undid the caps of gripper line, he could feel a knot on the red covering, but there was no knot on the gripper line itself. The gripper line removability test was performed before deployment and it worked fine at that point. Then lock line was removed and the clip was deployed reducing the mitral regurgitation (mr) grade from 4+ to 1 to 2+. The last piece to come out was the gripper line. Approximately twenty cm of gripper line was removed without resistance before it became stuck. The physician pulled on the gripper line, but it did not move. The clip delivery system (cds) was pulled into the steerable guide catheter (sgc), then the gripper line was pulled again, but there was still no movement. The cds was completely removed from the sgc and it was noted that the gripper line was stuck at the distal end of the delivery catheter at the radiopaque tip marker. The gripper line was removed from the radiopaque tip marker. The clip was confirmed to be securely attached to the leaflet and had not moved. There was no change in mr grade after the gripper line was removed. There were no knots noted on the gripper line after removal from the anatomy. There was no clinically significant delay and no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system steerable guide catheter, sgc0101, lot 1030440525. The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.